Event description:
Patient undergoing laparoscopic cholecystectomy. During the procedure, grasping laparoscopic instrument head broke inside the patient. Doctor removed what appeared to be all the broken pieces. Doctor ordered xrays to be taken at end of procedure to confirm no retained pieces.